Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being difficult to charge. The customer's blood glucose level was approximately 300 mg/dl. Multiple follow up attempts were made to obtain additional information; however, a response was not received.